Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. Caller states his finger bled more. No medical treatment required. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).